Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels. The cause of the high bg was not known. The customer's healthcare provider had been adjusting the pump basal settings and insulin injections were administered to address the high bg. A pump system check was performed using the current supplies on the pump and no device issues were identified. After the pump settings were adjusted, the bg has been within the target zone.